Event description:
It was reported that the customer had high blood glucose levels of 121 mg/dl. The customer reported that the insulin pump alarmed no delivery. Troubleshooting was done. The customer was advised to change the infusion set and reservoir on the insulin pump. The customer was advised to push insulin slowly from the reservoir with a plunger. The customer reported that insulin did exit. The customer was asked to deliver a five unit prime from the insulin pump. The customer reported that the insulin pump alarmed no delivery. The customer run a manual prime to at least eight units and still received a no delivery alarm. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.